Event description:
The customer reported that while the unit was in use on a pt the balloon would not fully inflate and the battery charge light was not functional when the unit was operating on ac power. The pt was switched to another unit and therapy was continued. No pt injury was reported.